Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cap con iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation primary with an unknown mentor saline breast implant, experienced bilateral capsular contracture grade iii post procedure. The issue was diagnosed through physical examinations. As a result, patient underwent bilateral replacements as follow: l/ cat#: 3505535bc, sn#: (B)(4), r/ cat#: 3505535bc, sn#:(B)(4) on (B)(6) 2020. This report relates to the left prosthesis.